Event description:
It was reported "patient indicated for intra-aortic balloon pump (iabp) due to cardiogenic shock on admission. The intensivist places a left femoral introducer and advances a guidewire through it. An attempt is made to pass a 30cc balloon over the guidewire via the introducer, but the balloon fails to advance or slide along the guidewire. It appears as though the balloon lumen is smaller than the guidewire, causing resistance that prevents its advancement. The decision is made to replace the balloon with a new one, which advances without complications". The patient's current condition is reported as "critical". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is az40706. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed biohazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was noted overwrapped or considered twisted near the distal tip; the body of the bladder was loosely wrapped. The central lumen was noted twisted in the bladder area and near the iabc bifurcate. Other damage to the central lumen was noted at approximately 27.0cm to 30.0cm from the iabc distal tip; the central lumen damage was consistent with a flattened appearance. A clear liquid was noted within the iabc short driveline tubing and within the cathgard. No obvious blood was noted on the iabc or within the helium pathway; the catheter was likely cleaned prior to return. No sheath was returned on the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The proximal end and body of the bladder had inflated but a distal portion of the bladder would not fully inflate. An abnormal iabc bladder tip was noted; the bladder tip was creased, and the bladder material was stuck together. The bladder was also noted twisted near the distal tip. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 3.9cm and 5.9cm; the guidewire could not advance at approximately 30.5cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 7.4cm and 26.5cm; the guidewire could not advance at approximately 51.4cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon fails to advance or slide along the guidewire" is confirmed. During the investigation, the central lumen was noted twisted and flattened; the guidewire could not be fully advanced through the central lumen. Unrelated to the reported complaint, the iabc bladder was noted to be overwrapped/twisted , and it had a creased/abnormal bladder tip. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to twisted central lumen. The probable root cause of the twisted central lumen is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "patient indicated for intra-aortic balloon pump (iabp) due to cardiogenic shock on admission. The intensivist places a left femoral introducer and advances a guidewire through it. An attempt is made to pass a 30cc balloon over the guidewire via the introducer, but the balloon fails to advance or slide along the guidewire. It appears as though the balloon lumen is smaller than the guidewire, causing resistance that prevents its advancement. The decision is made to replace the balloon with a new one, which advances without complications". The patient's current condition is reported as "critical". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.